Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Reportedly, the customer had been using apidra insulin within the pump supplies. There was no adverse impact to the customer's blood glucose level due to this reported issue.